Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: electrode belt sn (B)(4) and monitor sn (B)(4) have been returned to the distributor. The evaluation is currently underway. Device evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. The lifevest delivered a high-energy treatment of 173 j. The high-energy pulse was caused by a lower than estimated impedance of 18 ohms. This is not indicative of a product malfunction. The system is designed to automatically adjust the impedance level for subsequent treatments in order to deliver the prescribed energy level (150 j in this case). No subsequent treatments were delivered in this case. Device manufacture date: monitor: sn (B)(4): 04/16/2013, electrode belt: sn (B)(4): 2/19/2010. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting of tall t-waves. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was at home and getting out of bed at the time of the event. Multiple counting of tall t-waves contributed to the false detection. The response buttons were not pressed during the event. The patient went to the hospital after the event. The patient has continues wearing lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.